Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a new cartridge, the pump was asking for the customer to load a new cartridge. Tandem technical support informed the customer that as the pump was turned off and back on while it was updating, the cartridge needed to be reloaded. The customer acknowledged the information. The customer's blood glucose level was 260 mg/dl and a corrective bolus was delivered to address the bg level.